Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. A review of the pump history indicated that the pump was emitting ¿replace battery¿ alarms but was not emitting ¿low battery¿ warnings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the black box and alarm history did not indicate short battery life. ¿replace battery¿ alarms were observed on (B)(6) 2016 due to a discharged battery being inserted into the pump. Visual inspection revealed that there was no damage to the battery compartment or cap and the battery cap was able to secure properly. The pump powered on normally and successfully performed ez-prime steps. All current draws were found to be within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. (B)(4).